Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had small crack top right corner of screen, rainbow effect making it hard to read. The insulin pump had reservoir cartridge feels loose or not secure has fall out, insulin pump was not giving correct amount of insulin. Hearing unusual noises different from the normal rewind noises, had as to rewind more than once and rewind was slower. The insulin pump had unexplained and random no delivery alarm while priming and squirting insulin when priming. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.